Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the male end of the extension tubing was difficult to remove and broke off after disconnecting from the cvc line. The nurse used an alcohol prep prior to connecting the extension set. No patient harm reported.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of breakage of the male luer was confirmed. Visual inspection showed the tip of the luer lock was broken off. Markings, indicative of stress, were observed at the break point of the luer tip. Functional testing was not performed due to the obvious damage. The cause is unknown but may be related to the luer lock component being removed at an angle.